Event description:
A dialysis facility reported that the venous line was found disconnected from the pt's subclavian catheter during a hemodialysis treatment. There was no machine alarm. Blood was found on the floor but the amount of blood lost could not be estimated. Venous pressure (vp) at 7:32 a.m. (Prior to the incident) was 136. At 7:46 a.m., when the disconnection was discovered, the vp reading was 77. The venous alarm width selected is unknown. The pt was taken to the hosp and expired a few days later. Contact does not have any info as to the cause of death or if an autopsy was performed.